Manufacturer narrative:
The investigation determined that imprecise and higher than expected vitros phbr quality control results were obtained on the vitros 5,1 fs chemistry system. The customer performed maintenance procedures on the immunowash fluid metering system. Following this activity and recalibration of vitros phbr, acceptable performance was observed. The investigation was unable to determine a definitive root cause. However, the event is most likely instrument related.

Event description:
A customer obtained imprecise and higher than expected vitros phbr quality control results (71.96, 68.90 g/ml) while using the vitros 5,1 fs chemistry system. The expected vitros phbr value for the quality control fluid in use was 56.31 g/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. Patient results were not released during the interval that the higher than expected quality control results were obtained. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)